Event description:
Customer reported that the pump experienced battery loss three times faster than when first obtained. There was no adverse impact to the customer's blood glucose level. The customer declined any follow-up, and no additional actions were taken.